Event description:
It was reported that during central processing, the instrument's plastic "jacket" was defective. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 06-dec-2022 and obtained the following additional information: the plastic isolation on the tip of the instrument was damaged. This was noticed during the reprocessing process, but it was unknown when the damage occurred to the instrument. There was no report of patient injury. No additional information was available.

Manufacturer narrative:
Based on the claim against the product by the customer noting plastic "jacket" defective, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. However, the instrument has not yet been returned for evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips with an exposed electrode. Electrical continuity was performed and passed. No damage to the conductor wire was observed. The probable root cause of thermal damage was attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h10/h11 for follow-up information.